Manufacturer narrative:
During routine review, this report was reevaluated. At that time, the decision was made to file a report based on the info received.

Event description:
Procedure: unk. Reportedly, the bag string broke when trying to engage the tissue specimen. There was no reported injury.